Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had short v-v intervals and that there were changes in r-wave and impedances with isometrics. The lead had the rv sensitivity reprogrammed and the patient was to be rechecked in three to four months. However, sixteen days later the lead was explanted and replaced as there were short v-v intervals and a possible lead fracture was suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the svc (superior vena cava) defibrillation coil developed a fracture at the first rib/clavicle location while in vivo, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.